Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (25 mcg/ml at 6.228 mcg/day) and bupivacaine (40 mg/ml at 9.965 mg/day) via an implanted pump. The indication for pump use was degenerative disc disease and non-malignant pain. On (B)(6) 2018 it was reported that the patient had missed a pump refill and telemetry confirmed the pump was empty as of (B)(6) 2018. The patient had seen the 8286 (empty reservoir) code on their ptm (personal therapy manager). The low reservoir alarm date was (B)(6) 2018. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.